Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 115, 129, 159, 154, 135 and 183 mg/dl. The customer¿s expected am fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 130 mg/dl and 133 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/13/2025 and open vial date one month prior to call. The meter memory was reviewed for previous test result history: result 1: 115 mg/dl , date: on (B)(6) 2024 , time: 12:02 pm fasting . Result 2: 129 mg/dl , date: on (B)(6) 2024 , time: 7:34 am non-fasting. Result 3: 159 mg/dl, date: on (B)(6) 2024 , time: 7:33 am non-fasting. Result 4: 154 mg/dl, date: on (B)(6) 2024 , time: 6:35 am fasting . Result 5: 135 mg/dl, date: on (B)(6) 2024 , time: 5:10 am fasting . Result 6: 183 mg/dl , date: on (B)(6) 2024 , time: 5:02 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 17-jun-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.